Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. No anomalies were found. The delivery system inner shaft was mechanically kinked/bent at 2.5 cm from the distal end of the delivery system. The device cup of the delivery system was damaged/distorted. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4), return date: 25-12-2019. Device evaluation anticipated, but not yet begun> dev rtn to MFR? <(><<)>yes>, <(><<)>mfg date: 30-aug-2019, patient code(s): (B)(4), device code(s): (B)(4), FDA results code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the high thresholds were observed and the recapturing of the device was attempted. The device was not coaxial aligned with cup and the deformation of the device cup was observed on the fluoroscopic image. The retraction of the device was difficult. The device was extracted and replaced. No patient complications have been reported as a result of this event.